Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam particles. During the evaluation, secondary findings was observed and compliant was confirmed. There was no error code found. After the evaluation of the device, the third-party service center concludes that there was visible foam degradation and unit was corrected. In addition to the above findings, it was also determined that the debris on lcd screen was found. If any additional information is received, a follow up report will be filed.